Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000156751.

Event description:
It was reported that during implant procedure patient experienced a csf leak, patient experienced a slight headache. In the same procedure during final closing patient coded. Patient was flipped and vitals were restored. Patient was monitored in hospital post op to address the issue. Patient is stable. The investigation was unable to determine the lead that associated with the issue.

Manufacturer narrative:
Correction h6- health effect - impact code should be 4613 - minor injury/ illness / impairment rather then 4614 - serious injury/ illness/ impairment. The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.